Manufacturer narrative:
The pipeline flex device was reportedly lost and will not be returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00083, 2029214-2019-00084. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing flow diversion for the left ophthalmic carotid artery aneurysm. It was unruptured, saccular, with a max d iameter of 5.6 mm and a neck of 4.3mm. The distal landing zone was 3.3mm and the proximal was 4.1mm. The anatomy was moderate in tortuosity. The devices were prepared and used per the instructions for use (IFU). A pipeline flex (lot a498001) was attempted and failed to open correctly at the proximal section; a twist developed. The proximal section of the ped device had been placed in a bend. It was attempted to untwist the ped without success. The device was removed. No patient injury was reported to have occurred.